Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
They used two devices, they opened the first one (jetstream 1.85) and it was kinked, the catheter was kinked inside the box so they throw it away and they used the one close to it which is the jetstream sc catheter 1.6mm and they had trouble with it, it stuck in the jetwire so they get rid of it. One of them was inside the patient and got stuck with the wire so they took everything out. According to them there was no complications and the patient was okay.